Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has prime fill anomaly and rewind anomaly. The customers blood glucose value was unknown. The customer also reported that insulin pump has a partial display. The insulin pump will be returned for analysis.